Event description:
It was reported that pt with history of vaso vagal syncope had continued complaints of syncope during follow-up session, device was interrogated and was inadvertently programed with rate drop response set to off when mode switch set to on. Hcp commited the changes to the programming. The pt continued to have symptoms, the programming changes were realized and corrected. Throughout, the pt had lower rate pacing support at the lower rate programmed by the physician. Rate drop episodes stored by the device did not indicate any correlation between the drop rate episodes and the syncopes - different on-set time periods. There was no associated patient injury.